Manufacturer narrative:
The device will not be returning to the manufacturer for evaluation, as the lvad was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2011. The pt was septic and had gone back to the operating room for valve repair a few weeks prior. The pump was turned off during surgery when the pt was placed on bypass. After the surgery the pt developed hemolysis and possible pump thrombus and expired.